Event description:
Reportedly, the displayed patient ECG obtained through paddles lead was not consistent with other clinical observations. The pt was not resuscitated, but the reporter indicated that patient outcome was not affected by the discrepancy, due to continued use of the device and a lack of patient viability.